Event description:
Healthcare professional reported a right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Additional, corrected and/or changed data:

Manufacturer narrative:
Corrected data: g.3. Aware date of supplemental medwatch 2 should have been listed as 3/13/2023.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Correction: sections changed not listed out on previous medwatch.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted and replaced.

Event description:
Healthcare professional reported a right side rupture. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed opening in posterior assessed as fold flaw opening. Additional observations: observed wear abrasion on the device. Observed creases on the device.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device is still implanted.